Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. The existing ipp was explanted and replaced with a new ipp. It is unknown if the explanted ipp will be returned. A supplemental report will be filed should additional information be received or product returned for analysis.